Event description:
A 27mm st. Jude trifecta aortic heart valve was parachuted down to aortic annulus. Surgeon noticed after seating the valve that the leaflets did not meet correctly and the trifecta valve was misshapen. Surgeon had concerns as to the proper functioning of the valve and elected to remove the trifecta heart valve and ask the company to look at the valve. The aortic annulus was sized again and surgeon elected to implant a 27mm carpentier edwards magna ease.